Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 179 (mg/dl). The customer changed their supplies to address occlusion alarm. Due to supplies being changed, the source of the occlusion could not be determined.